Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the patient's one week post-operation check-up a small 1cm area was open at the pocket incision site. There were no signs of redness or swelling at the time. The patient had removed steri-strips on his own. Steri-strips were re-applied and the patient was started on oral antibiotics. Follow-up checks showed good healing. In late-(B)(6) 2016 the patient returned for a 6-week visit with an increase in pain reported. Multiple open areas with thin white/yellowish drainage was present. The patient had a fever, chills, nausea, and body aches. The patient was sent to the hospital for admission. An ultrasound showed fluid collection in the pocket. It was believed the patient developed a hematoma that became infected. The patient was started on intravenous antibiotics. The entire s-ICD system was explanted four days later. There was concern for possible osteomyelitis of the sternum due to tenderness in that area, but that was ruled out by an MRI. Blood cultures were negative, but wound culture grew (B)(6). A peripherally inserted central catheter (PICC) line was placed for intravenous antibiotics to be continued on discharge. No further issues have been reported since ongoing treatment.